Manufacturer narrative:
The insulin pump had moisture damage on keypad traces. All buttons functioned properly. No frozen screen or button error alarm noted during testing. The insulin pump was received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads. No moisture damage on the screen or inside the insulin pump noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error when she was delivering a bolus. The screen on the insulin pump froze. It appeared that the insulin pump had some moisture in the screen. Customer's blood glucose level was 228 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.